Event description:
It was reported, noise occurred, and no image was displayed while using the camera head. There were no reports of patient involvement. Camera head / cable defective. Abnormal appearance, cable. According to the customer, no harm to the patient. No information was provided from the customer regarding the date of event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of noise and no image was confirmed. Device evaluation found that noise occurred, and no image was displayed which was caused by a defective camera cable unit. Additionally, other evaluation findings include the following: due to water leak in coupler unit, the coupler rattled, due to water leak in button, water tightness was lost. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "important information: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.